Event description:
It was reported that the patient had diagnostics performed during a visit, which resulted in 7/limit/high/eri=no on both normal and system diagnostics. It was noted that the patient had not been to the office since 2007 and it is unknown when the patient's last known diagnostics were. Since the patient normally does not feel stimulation, it is unknown when the stimulation stopped. There was no known trauma or manipulation that could have contributed to the event. X-rays were taken and sent to the manufacturer for review. Based on the x-rays received, no obvious anomalies were identified which could be contributing to the high impedance event. However, it should be noted that a portion of the lead behind the generator could not be assessed. It is unknown at this time if the patient will be scheduled for surgery, but he has been referred to a surgeon for consult. The device has been disabled. Searched in-house programming database to perform battery life calculation which resulted in 3.41 years until eri=yes. The cause for the high impedance event is unknown at this time, so no conclusion can be drawn.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.